Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received four occipital scs leads (off-label) with the same lot number. It was reported the patient underwent surgical intervention to explant his scs system due to ineffective stimulation. The patient declined programming options.